Event description:
It was reported that the t:slim x2 pump's battery would not charge, and a power source alert was noted in the pump history when the issue began. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a non-tandem wall adapter and charging cable, although tandem advised against using third-party charging supplies unless necessary for troubleshooting. Technical support sent a replacement tandem wall adapter and charging cable to the customer via two-day shipping, and the pump began charging without further assistance required.